Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) had exhibited premature battery depletion. This crt-p was explanted and replaced with same model. No additional adverse patient effects were reported.

Manufacturer narrative:
As of 15-jul-2021, this trend is no longer reportable due to changes in the aa coding and cause code to indicate this issue is normal and expected. The corrective actions were to update labeling to include the impact of sensing burden on depletion and an smr that automatically programs atrial sensing off if the pg is programmed to vvi (done in chronic afib cases).

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) had exhibited premature battery depletion. This crt-p was explanted and replaced with same model. No additional adverse patient effects were reported.